Event description:
The report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized on the same day. The cause of peritonitis was not reported. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. Follow-up information was received from the nurse on (B)(6) 2012. The peritoneal dialysis nurse (pd, rn) confirmed the patient experienced peritonitis. The treatment was unknown. The pdrn could not confirm hospitalization dates of (B)(6) 2012. The pdrn stated patient was hospitalized from (B)(6) 2012. The patient is recovering. The pdrn stated the patient stopped pd therapy and the catheter was taken out during the hospitalization (dates unknown). The catheter was put back in (B)(6) 2012. The pdrn stated patient has restarted pd therapy- date unknown. The pdrn confirmed the cause as the patient is a nurse and works in the intensive care unit (ICU) and she probably got it from work. The pdrn stated that the cause was touch contamination. The patient has been retrained. The event was not related to the homechoice machine, disposable parts, or dianeal therapy . No further information was provided.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.